Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom on 11-april-2024, it was reported by the patient that infusion set fell off during use. 10 infusion set was affected. Novolog/insulin aspart (novonordisk) insulin was in use. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01550- device 1 of 10.